Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left internal carotid artery with 80% stenosis and heavy calcification. The emboshield nav 6 embolic protection system (eps) was observed to have the tip of the retrieval catheter broken [cracked] and upon attempting to pull back the filter into it, resistance was felt, so a guiding catheter was used to retrieve the filter together with the retrieval catheter. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The retraction problem was unable to be confirmed due to the condition of the returned unit. The damage to the retrieval catheter tip catheter was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents and/or complaints reported from this lot. The investigation was unable to determine a definitive cause for the reported difficulties. It may be possible that the damage to the retrieval catheter tip occurred due to interaction with the heavy calcification resulting in difficulty retracting the filtration element into the retrieval catheter; however, this could not be confirmed. The unexpected medical intervention was due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.